Event description:
During revascularization of a previously implanted competitor stent that had restenosed in the common iliac artery transition to the superficial femoral artery, it was noted that the smart stent had deployed 2cm distal from where it was supposed to be deployed. Therefore, implantation of a second smart stent was necessary in order to cover the competitive stent over its entire length. The account has stated that the slack was properly removed from the system prior to deployment. There was no report of any adverse consequences to the patient. As per the reporting affiliate, no additional patient or procedural details are available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.